Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: hernia. According to the reporter: the first dissector would not allow the dissection balloon to inflate and upon trying to remove the dissection balloon from the cannula, the dissection balloon broke off in the patient and was removed once the 3rd dissector was opened and inserted into the patient. The second dissection system was an out of box failure. The structural balloon was not wrapped with the normal plastic holding it tight to the cannula so they set it aside and opened a third unit that worked properly in all aspects. Current patient status: procedure was completed as planned and no adverse consequences. Was the device used in patient: yes. Was there patient involvement: yes. Was there patient injury/hazard: no. There was no unanticipated tissue loss, no unanticipated ext. Of incision more than 1 inch, no unanticipated blood loss of more than 500cc and no delay over 30 minutes. Device fragment fall in patient cavity? Yes. If yes, what component? As described above, the dissection balloon in the first unit separated from the obturator and fell into the patient cavity, but was later removed with no further issues. Device fragment left in patient? No. What was done to correct condition? It was removed and another unit was used to complete the case.